Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that shortly after the start of extracorporeal membrane oxygenation support, the gas exchange performance of the oxygenator was too low. There was no indication of patient serious injury. The complaint sample was not available for product evaluation.

Event description:
A user facility reported that shortly after the start of extracorporeal membrane oxygenation support, the gas exchange performance of the oxygenator was too low. The facility exchanged the oxygenator resulting in blood loss. There was no indication of patient serious injury. The complaint sample was not available for product evaluation.

Manufacturer narrative:
Additional information: b5, d3, d4, g1, h6. Plant investigation: a review of the batch documentation revealed no non-conformity during the manufacturing process. One other similar complaint has been reported about this batch number. The affected product was not available for investigation, and a definitive cause for the low post-oxygenator arterial oxygenation value could not be determined. A failure in the gas exchange fiber could be due to a problem with raw material or further processing during manufacturing of the oxygenator. Additionally, the performance of the gas exchanger is influenced by application parameters like anticoagulation (act, aptt), blood flow, sweep gas flow and fraction of inspired oxygen. Clotting of the oxygenator can negatively impact gas exchange. Additionally, high blood levels of fats (high serum lipid levels, e.g. As a result of intravenous nutrition with lipids or sedation with propofol) or high fibrinogen can lead to secondary membrane formation in the oxygenator which may result in impaired gas exchange. The complaint data was recorded statistically, and we are monitoring the market for the occurrence of similar cases.